Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: air/water-cylinder had no color, suction-cylinder had no color, air/water-cylinder had foreign objects, plug unit had corrosion due to water leakage, due to a dent on distal end water tightness was lost, due to burn on the plastic distal end cover insulation resistance value at distal end did not meet the standard value, due to wear of angle wire bending angle in the up direction did not meet the standard value, air/water-tube had foreign objects, due to a crack plastic distal end cover had a snag on it light guide lens had corrosion, adhesive on bending section rubber had a crack, connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had a brush stuck in the suction channel. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the air/water tube and residual liquid/foreign material in the suction cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that residual liquid or foreign material come out of suction cylinder, air/water cylinder and air/water tube have foreign objects were due to reprocessing was not conducted/completed at the user facility, then the device was sent to olympus. The event can be detected/prevented by following the instructions for use which state: detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.